Manufacturer narrative:
Zoll has received the cool line catheter in the complaint for investigation. A supplemental report will be submitted when the investigation has been completed.

Event description:
On (B)(6) 2022, ivtm therapy using the cool line catheter (lot # 178287) began. Immediately after starting treatment, the saline in the saline bag decreased and the customer determined there was a catheter leak. The exact location of the leak is unknown. The customer replaced the catheter to continue treatment using the same thermogard xp ivtm system. Upon follow up, it was reported the catheter was cut by the doctor after the event for unknown reasons. No patient injury was reported.

Manufacturer narrative:
The reported complaint of a leak on the cool line catheter (lot # 178287) was confirmed during visual inspection. A circumferential tear was observed at the middle of proximal balloon. The probable root cause could be due to a latent material defect. Visual inspection of the returned catheter was performed. Blood residue was observed in the balloons and luered tubings. Unrelated to the reported complaint, the catheter shaft was observed to be cut 1cm away from the manifold. The customer reported the catheter was cut by the doctor after the event for unknown reasons. The returned catheter balloon was inspected under a microscope, and a circumferential tear was observed at the middle of proximal balloon, thus, confirming the reported complaint. Due to the condition in which the catheter was received, functional testing could not be performed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot #178287.